Manufacturer narrative:
It was reported that a pericardial effusion was noticed after the patient's blood pressure dropped. The physician does not use soundstar® ultrasound but uses a transthoracic echo (te) probe. After verifying with the probe the issue was confirmed. The medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition, awake, and heading to the intensive care unit (ICU) for observation. After looking at the lesion in real time they believe to have found the specific plot by the septum by the right superior vein. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. On (B)(6) 2024, during product investigation, the lot number for the device was identified to be 31321003l. As such field d4 lot has been populated and a manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the manufacturing and expiration dates are currently unavailable. Therefore, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and the patient experienced pericardial effusion that required pericardiocentesis. It was reported that a pericardial effusion was noticed after the patient's blood pressure dropped. The physician does not use soundstar® ultrasound but uses a transthoracic echo (te) probe. After verifying with the probe the issue was confirmed. The medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition, awake, and heading to the intensive care unit (ICU) for observation. After looking at the lesion in real time they believe to have found the specific plot by the septum by the right superior vein.

Manufacturer narrative:
On (B)(6) 2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).